Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of tibial components at cement to implant interface. Unknown cement was used. Intraoperatively, the surgeon removed attune femoral component, tibial insert and tibial base plate. The femur was well fixed and took some work to get off. The insert had no issues with removal. The base plate took minimal work to be removed. The femur had cement all around the posterior surface with very little to no bone removed. The tibial base had no cement adherence to the under-surface. The extracted implants were set aside and photographed for the lawyers.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) used to capture medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received on 24 jan 2020 were reviewed to identify patient harms/product issues on 31 jan 2020. The patient underwent a left knee revision due to pain, synovitis, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The patellar component was retained. Depuy cement was used during the primary operation. Doi: (B)(6) 2014; dor: (B)(6) 2018; left knee.